Event description:
During a remote follow-up, far r oversensing and automatic mode switch (ams) were detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: b1 and b2 - there was no adverse event or required intervention to prevent permanent impairment/damage for this event, therefore, b1 adverse event was unselected and b2 was unselected.